Event description:
Independent sales representative reported the hospital said the tip was bent at 90 degree angle and broke off during cleaning when it was tried to straighten it. The name of the hospital, or whether the tip was bent during a procedure is not available at this time. The event is being reported, because if the bend had been straightened successfully, but additional force applied during surgery, the tip could have broken off in the patient, requiring extended time or additional procedures for retrieval. The device has not been returned to date, nor is additional information available at this time.